Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray revealed that one of the leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Additional information was received that police officers broke into patients home and destroyed his back leads.

Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5092028, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. X-ray revealed that one of the leads had migrated. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.